Event description:
Balloon of mynx (closure device) popped against sheath. Another device with the same lot number was used and also popped. Two devices from the same lot number used by same physician. Device given to vendor for engineering evaluation. No harm to patient. Lot f2335304. Reference report: mw5152431.